Event description:
The hospital reported that during a coronary artery bypass procedure, the acrobat-I stabilizer z knob is not able to tighten. They turned the knob in a proper way. Its kept rotating, not able to fix it. So they complete the procedure with the new kit. No procedural delay. No harm to the patient.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise #(B)(4). The investigation has been started since the complaint was received, and the following contents has been conducted: 1. Analysis of production: the DHR of the reported lot 3000285664 has been reviewed. No non-conformity is observed indicated the reported failure. All the products had been performed 100% mechanical function test during production. They all passed the function test, which demonstrate the knob can be tightened and link arm can be tightened. 2. Trend analysis: 01 feb 2022 to 01 feb 2023, the occurrence rate is approx. 0.086% for suzhou manufactured om-10000/om-10000z. 3. The device was not returned to getinge for investigation, therefore no evaluation could be performed. It is not possible to confirm the reported complaint. 4. Review complaint historical data, the failure knob difficult/ unable to tighten-arm does not lock happened before and has been investigated. The most probable root cause for the knob tighten abnormal could be acme nut lead in thread broken for the reason that rotating to lose the knob anti-clockwise rapidly for several circles and then rotating to tighten the knob clockwise rapidly, or rotating the knob leaner or too much strength used, which caused acme screw misaligned with the acme nut lead in thread, acme nut lead in thread broken, then the knob could not be tighten, and link arm could not be tightened. H3 other text : device not received.

Event description:
N/a.